Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
During a treatment procedure, stent deployment difficulties occurred. The target lesion was located in the brachial sephalic vein. The 10mmx40mm epic vascular stent was partially deployed and then could not deploy any further. The physician took the handle apart and forced the remainder of the stent to deploy. The stent was deployed successfully. No patient complications were reported.